Event description:
During generator explant surgery, the pt's lead insulation tubing was noted to be "split". The lead was not explanted because the hosp was attempting to locate a replacement model 300 lead so that they could utilize the model 101 generators that they still had in stock instead implanting the pt with the newer model 102r generator. The newer model 302 lead is not compatible with the model 101 generator. Further follow-up revealed that the defective lead was explanted approximately two weeks later, at which time the pt was implanted with a new vns therapy system.

Event description:
Further follow-up revealed that the x-rays were not taken prior to generator replacement surgery because a lead malfunction was not indicated. Neurologist indicated that the patient has experienced daily simple partial seizures since replacement surgery. Device settings are not known at this time. Product analysis summary: approximately 41.5cm of the lead assembly was returned for analysis in one piece. There is a break in the outer tubing at 34 cm from the connector pin. There is a break in the negative coil at the crimp in the connector boot. Scanning electron microscopy was performed at the area where the break was located. Scannint electron microscopy verified that a coil break occurred at the crimp site. It is believed that the coil break occurred while stimulation was not present as evidenced by the absence of metal pitting on the broken coil wire surfaces. Continuity check using a multimeter was performed. Continuity check identified discontinuities on the portion of the lead returned. Other conditions of the lead are consistent with conditions that exist following the explant procedure.